Manufacturer narrative:
Device received with missing segment display, problem isolated to lcd board. Unable to perform self-test, and displacement test due to missing segment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 133 mg/dl. Customer stated that there was a line through the screen where some of the pixels were missing. Customer stated that they misread the screen. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The devise will be returned for analysis.